Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge the ipg per charging guidelines. As such, the ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2018 to explant and replace the device. Stimulation was restored post-procedure.